Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were recommended however no programming changes were performed. Patient was stable.